Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80% stenosed target lesion being treated was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 2.75x16mm promus element stent delivery system was advanced to the rca and there was difficulty crossing the lesion. The promus element stent became damaged while trying to cross the calcified lesion and it could not be used to complete the procedure. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).